Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt revision t-handle, sigma fem adapter shaft, and modified hudson adapter are starting to show some rounding out or stripping out. There was no delay in the case. All pieces will be returned to distributor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported damage. The investigation findings with this individual complaint did not indicate that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.